Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: p select ous mr 28 x 3.50mm stent delivery system was returned for analysis. A visual examination found stent struts on the proximal end lifted from the crimped position. The undamaged stent was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues.

Event description:
Reportable based on analysis completed on 07dec2020. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 28 x 3.50 promus select drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion. The procedure was completed with a different device. There were no patient complications and the patient was stable. However, returned device analysis revealed stent damage.